Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141037. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (B)(6). The returned lead was analyzed and with all the available information, boston scientific concludes that the reported event was confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Sc-4318 (lot 32842729). The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 32842729. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.